Manufacturer narrative:
Issue identified during product analysis. H3 device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that while in use on a patient, this 980 ventilator had a severe occlusion. The device was available for evaluation. The service personnel (sp) inspected the unit and found the expiratory pressure stuck and e xpiratory flow oor codes during exhalation valve calibration. Sp replaced the exhalation valve flow sensor (evq) and exhalation valve assembly (eva) for the codes. The unit passed all the required calibrations and tests as per the manufacturer specifications at the time of service. One evq was returned to medtronic for analysis: the returned component was visually inspected and functionally tested with no malfunction or product deficiency observed. One eva was returned to medtronic for analysis. A visual inspection was carried out on the returned component, no anomalies were observed. The eva was attached to the failure investigation test ventilator for analysis. While performing calibrations, the ventilator failed the ¿exhalation valve calibration¿ for " pressure sensor alert: approaching spec limit", confirming the ps1 on the exhalation sensor pcba to be faulty. If a ps1 failure were to occur while in use on a patient, the ventilator response would be to enter backup ventilation (buv). The suspected cause of the issue was isolated to a faulty ps1 on the exhalation sensor pcba of the eva. The event is included in a data monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that while in use on a patient, this 980 ventilator had a severe occlusion. There was no reported injury to the patient.